Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during multiple catheterizations the wire included in micropuncture transitionless stiffened cannula access sets detached or broke-off at the transition point. It is unknown how the procedure was completed. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event. Additional information has been requested, but is unavailable at this time.

Manufacturer narrative:
Corrected information: a visual inspection of a returned used device was completed. The wire was kinked at 7cm and 8cm from the distal tip however the wire was not broken as previously reported. Therefore, upon completion of the investigation and examination of the device it was determined that this event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or reportable product malfunction. There is no indication of the malfunction, kinked/bent wire guide, leading to a serious injury or death in this event. Additionally, a detailed search of similar incidents and risk documentation indicated that the highest severity level of reported events involving kinked/bent wire guide is severity 4 - minor harm not requiring medical intervention. Therefore, heightened patient risk as a result of the reported failure mode is not indicated. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.